Event description:
It was reported that shortly after a pt was connected to the monitor, the pt became unresponsive. The event was noticed by the clinician, however, the device reportedly did not alarm (asystole) for the event. The pt subsequently required cardiopulmonary resusitation. The pt survived the event and was transferred to the ICU. There is no indication of device malfunction based upon the initial review of the log files. Ge healthcare's final investigation results will be provided in a f/u report, once available.